Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation a patient underwent a spaceoar vue implant procedure. Upon review of the placement, the radiation oncologist noticed a rectal wall infiltration of the hydrogel. The patient was sent to a colorectal surgeon for evaluation. A scope was performed, and nothing unusual was observed. The patient experienced a .7 cm rectal ulcer verified via anoscopy and MRI. There was an anterior rectum connection to the spaceoar vue hydrogel. The patient is planned for image guided radiation therapy (igrt) 20/28 fractions. However, there was a delay in the patient's radiation treatment.

Event description:
It was reported to boston scientific corporation a patient underwent a spaceoar vue implant procedure. Upon review of the placement, the radiation oncologist noticed a rectal wall infiltration (rwi) of the hydrogel. The patient was sent to a colorectal surgeon for evaluation. A scope was performed, and nothing unusual was observed. The patient experienced a .7 cm rectal ulcer verified via anoscopy and MRI. There was an anterior rectum connection to the spaceoar vue hydrogel. The patient is planned for image guided radiation therapy (igrt) 20/28 fractions. However, there was a delay in the patient's radiation treatment. Additional information. After the hydrogel placement, the patient reported persistent pressure and discomfort, though there were no changes in bowel movements, mucus production, or bleeding. Initial simulation imaging using computerized tomography (CT) did not clearly indicate rwi. Upon retrospective review, rwi was not definitively confirmed. During the 13th radiation fraction, the patient experienced acute constipation. Imaging revealed misalignment with fiducial markers and a distended colon. The patient was sent home with a bowel regimen and a squatty potty, resulting in a successful bowel movement and proper alignment the following day. A digital rectal examination (dre) performed the day before showed a smooth area over the prostate with no ulceration. On the same fraction, imaging suggested posterior movement of the hydrogel toward the rectal lumen, but cone-beam CT (cbct) imaging the next day showed proper gel alignment. As a precaution, the patient was referred again to a colorectal surgeon, who evaluated him on the 22nd fraction (on (B)(6) 2025). The surgeon noted a 5-7 mm ulceration at the top of the prostate during dre. Anoscopy revealed a 5 mm crater with fibrinous exudate, consistent with an ulcer, but no visible hydrogel leakage through the rectal wall. The physician ordered a magnetic resonance imaging (MRI) and paused treatment. The MRI showed that most of the spaceoar hydrogel was correctly positioned, although a 5-7 mm tunnel of gel extended into the rectal lumen. The patient later reported minor symptoms, including mucus discharge and blood on toilet paper, but denied fever or chills. Over the past 10-14 days, the patient reported feeling well, with no further bleeding or discharge.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H11: block a2, a3a, a6, b5, h6 were updated based on additional information received on september 06, 2025.